Event description:
Per dealer, back fits securely in bath bench. The end user had returned the unit back to the dealer because the back falls off in the shower. According to the dealer, when the back warms up in the shower, the back comes off easily. No injury.